Event description:
High and low blood glucose; when I turned 65 and was moved from my own personal insurance to (B)(6), (B)(6) would not pay for the continuous glucose monitor that communicated with my medtronic's diabetes pump. They made me switch to a dexcom cgm that does not communicate with my medtronic pump. The pump would not receive information relative to my blood glucose levels and make adjustments to the delivery of insulin. I would have to manually enter this information. This is not possible when I'm asleep. I complained on a number of occasions for the past two years with no success. This proves to me that the government is not willing or concerned with my health and would rather potentially save upfront money than deal with serious health concerns as a result of this policy. My blood sugar levels have been not controlled as they were previous to my 65th birthday as proven by my a1c numbers. Serial number: (B)(4). FDA safety report ID# (B)(4).